Event description:
It was reported that a shocking or jolting sensation occurred. This event occurred on (B)(6) 2011 during a programming session. The area of symptoms was the entire face. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).